Manufacturer narrative:
Investigation summary: one sealed 3ml integra packaged syringe with needle was received by bd and confirmed to be from lot 6111526. On visual inspection of the used sample received the syringe was removed from packaging and retracted. The syringe retracted as designed. The thumb rest of the plunger was pressed below the barrel shroud and the needle cannula retracted inside the plunger rod as designed without any issues. Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6111526 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the sample evaluation: unconfirmed: bd (B)(4) was not able to duplicate or confirm the customer's indicated failure. Investigation conclusion: no defects were confirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle/hub detached from the bd integra¿ syringe with detachable needle hub when activated and shot across the room during use. No serious injury or medical intervention noted.